Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was over 500 mg/dl at the time of admission. The customer also reported the act button was sticking on the insulin pump. Customer believed this issue prevented them from receiving insulin. Customer was treated with an IV drip and was released the next day. The customer declined to troubleshoot for their high blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.